Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to the l602 inductor on the pca bedside board being knocked off. The root cause for the damaged l602 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.